Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that there was no audio from the speaker. It will be considered that the device was in clinical use when the issue was found. There was no report of patient or user harm.

Manufacturer narrative:
.